Event description:
Dr (B)(6) was placing a screw into an anterior cervical plate when he immediately noticed that a "shared" of metal was coming away from the implants. Once the screw was in place, he removed the "shard".